Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, damaged te pad) was confirmed due to the electrode belt¿s distribution node (dn) to pulse wire being broken. The therapy electrodes and ecgs were found to be non-functional. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and the belt had a damaged therapy electrode.